Event description:
New information received notes that prior to explant, lead dislodgement was noted.

Manufacturer narrative:
A partial lead with the distal tip measuring 64.3cm was returned for analysis. The lead was returned without the connector pin. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a discharge check, rv loss of capture was observed. The lead was successfully repositioned. After re-inserting the lead into the device header, the lead pulled out during a tug test. It was noted that the lead pin broke off and was stuck in the device header. The lead was explanted and replaced. The patient was doing well following the event.